Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini sub drawer 1.4 was not working correctly. A field service engineer (fse) replaced the 1x1 mini sub drawer engine and tested functionality and confirmed full access to all mini drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer was failed and opened too far. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.